Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia reported at 288 mg/dl after eating a baked potato because his earlier meal announcement was insufficient for the actual meal size. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization. Investigation included customer care agent troubleshooting and user education regarding correct meal announcements and meal size entry. Investigation of this case revealed use error related to an incorrect meal size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in carbohydrate/meal announcement.